Event description:
It was reported that the right atrial (ra) lead was undersensing the patient¿s atrial flutter. The lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7278 ICD implanted (B)(6) 2008. (B)(4).